Event description:
Deployment device for the tavr [transcatheter aortic valve replacement] valve got stuck on sheath. Manufacturer response for valve kit sapien3 ult resilia transcath 29mm ih/oracle #: 808310, (brand not provided) (per site reporter). Waiting for their response.